Event description:
It was reported that a handheld would not progress past the alignment screen. A hard reset was attempted and the screen was tapped multiple times in the loop to try to resolve the issue, but the handheld would not progress past the alignment screen. The screen was also cleaned, however this did not resolve the issue. The handheld and flashcard were returned on (B)(6) 2012 and analysis has since been completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the handheld, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.